Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as unidentified (tear) opening. Shell thickness was within specification). Deformation : no observed. Crease/folding of implant: no observed. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
Healthcare professional reported right side rupture, fold, and deformation. Device has been explanted.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, deformation, crease/folding of implant.